Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. Device evaluation: the actual device was returned for evaluation. During repair, an evaluation was performed, and it was determined that the reported condition that the device had unitended activation/motion, identified during in-house engineering was confirmed. The assignable root cause was determined to be due to component failure from wear.

Event description:
It was reported that during an unspecified surgical procedure, it was observed that the impactor device worked inconsistently, would fire sometimes and would not fire other times. During in-house engineering evaluation, it was determined that the device operated with low power, and the rear housings were separating from the mid-plate, resulting in unintended operation due to the trigger screw coming loose. It was further determined that the kincise surgical impactor trigger screw had back out, which allowed the trigger body to move, resulting in the rear housing separation. It was further determined that the device failed pretest for visual assessment and impactor operation assessment. There were no delays to the surgical procedure. It was not reported if a spare device was available for use. There was patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.